Manufacturer narrative:
(B)(4)

Event description:
After the rv lead was repositioned, due to high thresholds and dislodgement, an intrinsic sensing test was ran and when releasing from the test, this device paced at 318-322 ms for 6-10 seconds and self terminated to the programmed mode of ddi 75. There were no adverse patient events reported.

Manufacturer narrative:
Upon receipt, the pacemaker was visually and mechanically inspected. The header of the device was analyzed. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. Subsequently the pacemaker was properly interrogated and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. The memory content of the pacemaker and the provided device data were intensively evaluated. The pacemaker was programmed to ddi mode with a base rate of 75 ppm. The rate hysteresis function was set on with a hysteresis value of 25 ppm. The available freeze iegm, showing the sensing test, was inspected. Thereby the clinical observation could be confirmed. Following the switch from the intrinsic rhythm test program back to the permanent program, the device paced with a base interval of approximately 360 ms. In general, when the intrinsic rhythm button is pressed and later released, the pacemaker is forced into a mode switch from permanent ddi to off to ddi. During the off mode the rate-manager of the pacemaker remains active as the pacemaker timing cannot be deactivated completely due to technical cpu requirements. In the off mode the pacemaker runs a background program with an interval at the maximum of 190 ppm reduced by the rate hysteresis, to allow for a quick transition from off to the permanent program with full pacing support at the programmed base rate. Despite a thorough analysis of the device data and multiple simulations to reproduce the observed device behavior, the root cause could not be completely clarified. It is assumed, that a rare internal timing conflict during the transition from off to the permanent program may have contributed to the clinical observation, however in any case the rate manager is designed to decay the pacing frequency down to the programmed base rate. In conclusion, the clinical observation could be confirmed, however the root cause could not be fully clarified. A not fully determinable internal timing conflict is assumed to be a possible root cause, which however seems to be very rare. The information you provided has been entered into our quality system and will be used to evaluate the device performance throughout our organization to maintain and improve the performance of our devices. Biotronik's post market surveillance database was reevaluated with regard to this observation, revealing an occurrence rate of 0.0003% of similar events worldwide for pacemaker devices distributed since 2009. We appreciate the timely information about your finding and strive to improve the quality of our products. We regret the inconvenience that your patient and you experienced.